Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient developed pimples (bumps) under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed an oral steroid medication (methylprednisolone 4 mg tablets) for the reaction. At the time of the report the patient was doing well, and the reaction site healed after steroid treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.